Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the tip cover accessory for failure analysis. Therefore, the root cause of the customer reported failure mode cannot be determined. If additional information is received, a follow-up MDR will be submitted. This complaint is being reported due to the following conclusion: it was alleged that during a da vinci-assisted surgical procedure, arcing was observed from the tip cover accessory. Although, no patient harm, adverse outcome or injury was reported at this time it is unknown what caused the arcing to occur.

Event description:
It was reported that during a da vinci-assisted low anterior resection procedure, the monopolar curved scissors (mcs) protective sheath melted. The procedure was completed with no report of patient harm, adverse outcome or injury. Intuitive surgical, inc. (Isi) made multiple follow up attempts to obtain additional information from the customer concerning the reported event with no success.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) obtained the following information from the reporter about the complaint: the instrument was inspected prior to use and there was no issue. The instrument did not collide with any other instrument during procedure. No arcing was observed. No injury was reported and the patient is doing well. Intuitive surgical, inc. (Isi) received the mcs tip cover involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed the reported issue. The mcs tip cover exhibited localized melting 0.741" from the distal end, which is indicative of arcing. The tip cover was found to have tearing at the mouth on the distal end. Tears are axially aligned with the tip cover and measure 0.137" to 0.036" in length. There is no thermal damage at the tear.